Event description:
This was reported as an arteriotomy closure of the right common femoral artery using two prostyle devices via an 8f sheath hole after a cardiac ablation procedure. Reportedly, with the first device, a cuff miss occurred as the suture was not attached to the needle. With the second device, the knot came out as the suture may not have captured the vessel. A third new prostyle device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a suture/ link separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.